Event description:
On (B)(4) 2010, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter displayed an "ER 2" and "ER 4" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(4) 2010. The cca was advised the patient manages his diabetes with a combination of lantus insulin, humalog insulin, glucotrol pills, and metformin pills (amounts not specified). It is not known what action the patient took at the time of the alleged issue; however, stated he took more food and/ or drink. The patient did not specify if he developed any symptoms. That same evening, emergency medical services was contacted and treated the patient with glucose tablets/ glucose gels. The patient stated he obtained blood glucose results of "51 and 47 mg/dl" with the ems device. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca tried to walk the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
(B)(4). Follow up # 2/supplemental report text-01/24/2011. The lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pin 1 lifted high. The test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report.

Event description:
The information received from (B)(4) study indicated that post-procedure, the patient had elevated cardiac enzymes (ck 218 (ul 170) u/l, ck-mb 10.2 (ul 2.4) ng/ml and troponin I 2.74 (ul 0.399) ng/ml). During the six months follow up the patient had stable angina. Approximately a month and a half after the index procedure, the patient developed thrombocytopenia. The event was managed medically only. The event was reported to be unrelated to the index procedure and the cypher stents.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.